Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au480 clinical chemistry analyzer. The fse inspected the instrument and found that ise (ion selective electrode) tubing from bottle to valve was blocked and ise mixing bar was scratched. The fse cleared the blockage on the ise tubing and replaced the ise mixing bar which resolved the issue. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
Customer reported the au480 clinical chemistry analyzer generated erroneously high sodium (na) patient result. The erroneous patient results were not reported out of laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics.